Event description:
On (B)(6) 2014, the patient was implanted with gore® excluder® aaa endoprosthesis to treat an abdominal aortic aneurysm. It was reported the patient had sensation but no movement below the waist (paraparesis) after routine aaa repair. On (B)(6) 2014, a spinal drain was put in and the patient has gradually improved and is near baseline. The physicians plan is to clamp the drain on (B)(6) 2014, in the am and fully remove it by friday as long as there are no deficits. On (B)(6) 2014, the patient was up and walking, the spinal drain was removed. The patient tolerated the procedure.

Manufacturer narrative:
Patient medications: levothyroxine sodium, lisinopril, hydrochlorothiazide. Additional devices implanted and/or related to this event: pxc141200/12473763.

Manufacturer narrative:
The review of the manufacturing paperwork verified that these lots met all pre-release specifications. The gore excluder aaa endoprosthesis instructions for use state that adverse events that may occur include neurologic damage, local or systemic (e.g., stroke, paraplegia, paraparesis).